Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem¿s t:slim x2 with control-iq user guide: "do not expose your pump, transmitter, or sensor to: » x-ray » computed tomography (CT) scan » magnetic resonance imaging (MRI) » positron emission tomography (pet) scan » other exposure to radiation"

Event description:
It was reported that a malfunction alarm occurred. According to the customer, prior to the malfunction occurring the pump was exposed to radiation during a radiation therapy session. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level ranged from 200-225 mg/dl.